Event description:
Customer reported visiting the emergency room and being hospitalized due to a diabetes-related event. Blood glucose level reached 570.4 mg/dl during the incident, and moderate ketone levels were identified as dangerous or life-threatening by the healthcare provider. The customer assumed that the high bg was caused by unknown infusion set issues, but the customer did not observe any issues with the pump, cartridge, infusion set tubing, cannula, or insulin. The allegation could not be confirmed. The customer used multiple daily injections (mdi) in attempt to manage blood glucose prior to going to the hospital. Technical support completed a pump system check with the customer, confirming no pump issues, and treatment at the hospital provided was IV fluids with saline and insulin, which resolved the problem. Customer was not released from the hospital at the time. No permanent damage was identified. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.